Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effects of claudication and stenosis are listed in the supera instructions for use (IFU) as known patient effects of peripheral stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional supera veritas devices are being filed under separate medwatch reports.

Event description:
It was reported that the patient had undergone previous procedures on two different days during which both legs were treated with the deployment of supera stents. The first procedure took place on (B)(6) 2016 during which 2 supera stents (5 x 200 and a 6 x 120 mm) were deployed. The second procedure took place on (B)(6) 2016 during which another 2 supera stents (5 x 200 mm and 6 x 150 mm) were deployed. Reportedly,the patient had been to the doctor on (B)(6) 2017 complaining of pain in both legs. Ultrasonography confirmed hyperplasia intra-stent in both legs. The hyperplasia was treated with balloon angioplasty on (B)(6) 2017. The patient is stable but still suffering from claudication. No additional information was provided.